Event description:
The customer reported defects in the ultrasound probe. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: hole in the ultrasound probe.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope was leaking from the bending section cover. Additionally, a deep cut on the probe unit was noted as was excessive play on the knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the repair department disassembled/inspected the device. As a result, the hole in the ultrasound probe was observed. However, a definitive root cause for pinhole could not be identified. Olympus will continue to monitor the field performance of this device.